Manufacturer narrative:
Correction: duplicate of MFR# 3012307300-2018-01782. MFR# 3012307300-2018-01782 was submitted on (B)(6) 2018, therefore.

Manufacturer narrative:
One smiths medical cadd-legacy plus was returned for analysis in a good condition. Visual inspection of the pump found lens scratched. During analysis, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6. It was also found that the pump failed high-pressure test and sensor testing found that the dso sensor alarm values to be outside manufacturing specification. The customer's concern regarding failed accuracy was unable to be confirmed. Based on the evidence, the complaint was not confirmed.

Event description:
Information was received indicating that over delivery was noted on smiths medical cadd-legacy plus pump. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.